Manufacturer narrative:
(B)(4).

Event description:
It was reported that a signal loss occurred frequently between 12/2/2025 and 12/10/2025. Performance data was reviewed. The allegation was undetermined. The probable cause could not be determined. No injury or medical intervention was reported.